Event description:
It was reported that at the beginning of a breast biopsy, the z-value was drifting. The customer tried to resolve the issue several times by cycling the power on the unit. The case was aborted and the patient rescheduled for a later date within two weeks.

Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.